Event description:
It was reported that when an embolization coil implant was being inserted into a superior mesenteric artery aneurysm, the microcatheter lost position in the aneurysm. The coil was retracted into microcatheter and an attempt was made to position it again. The coil was found to have unexpectedly detached in the microcatheter. The coil was withdrawn and successfully removed. There was no reported patient injury or intervention. Another coil was used to successfully complete the procedure. The patient's condition was reported to be "no health damage."

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.